Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that there was a counterfeit top case, the device was cracked on right plunger case and bottom case. Standoffs inside top case are cracked. During occlusion testing, the motor rate error could not be duplicated. The root cause of the reported issue was found to be normal wear. A combination of the motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Replaced motor bracket, worm coupling, delrin washer, worm gear, leadscrew and clutch halves. Performed occlusion test which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.